Event description:
Event description guidant received information that this patient went to the emergency room with a heart rate of 35 beats per minute and not feeling well. The pacemaker reached elective replacement time that day, and a lead impedance measurement was not able to be obtained. There was intermittent loss of capture (loc).the device appeared to be pacing at a rate of 110 bpm, but it cannot be verified due to no markers, the daily measurements are all no response (nr). The output was increased to 7.0 v, with still a loc. Troubleshooting was attempted, to no avail. It was then discovered the patient had an MRI which was thought to be the source of the problems. The physician felt that the MRI scrambled the circuitry, resulting in the intermittent loss of capture, and the inability to get impedance measurements. The device was explanted and replaced.